Event description:
It was reported that the patient experienced hematoma and incontinence while lifting heavy objects and only wears a light pad as a back-up with an artificial urinary sphincter (aus). The aus device remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.